Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No excessive no delivery alarms noted during testing. All buttons functioning properly. However, found corroded keypad traces. Unit received with broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked display window, missing end cap sticker and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer also reported that the device recently had a no delivery alarm. Blood glucose level at the time of the incident was 440 mg/dl, which was treated with a manual injection. The customer reported that the device was wet to the touch. Customer also reported that her blood glucose level recently dropped from 145 mg/dl to 59 mg/dl. Troubleshooting could not be performed as the keypad was unresponsive. Customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.